Manufacturer narrative:
Siemens was informed of the reported issue on (B)(4) 2014. Siemens' investigation into the reported issue is ongoing. A supplemental report will be submitted upon completion of the investigation. (B)(6).

Event description:
Siemens was notified on (B)(6)2014 that a patient that was treated in 2013 came back for another treatment and their patient records had disappeared from the database. Examination of the database table "patient" showed a record where everything except the internal "pat_idl" was set to "0" including the patient's name, medical record number and birth date. It is possible that also other vital records in other lantis database tables are overwritten with zeroes or mixed with information from other records. Reportedly, the customer was found to be using the lantis application on (B)(6) last year (2013). They were informed at that time that (B)(6) is not validated for use with lantis, it is not supported and might lead to database corruption. There is no report of injury or mistreatment to the patient. This reported issue occurred in (B)(6).